Manufacturer narrative:
The biomed found a tripped breaker inside of the workstation. The biomed reset the breaker, and the tested system operation with no failures.

Event description:
Customer states that the monitors are not working. No pt injury was reported.